Event description:
Info received from (B)(4) affiliate. This info indicates a pt was wearing acuvue advance contact lenses (cl) and developed a corneal ulcer os. The event occurred in (B)(6) 2007. The pt was using complete multipurpose solution by amo inc. The date the pt started wearing acuvue advance cl is unk. The report stated that the pt had been wearing cl 16 hours a day and had "slept for 5 hours while wearing acuvue advance cl." On (B)(6) 2007, the pt experienced os pain and corneal cloudiness on (B)(6) 2007. The pt consulted an eye care professional (ecp) on (B)(6) 2007 and was diagnosed with a 2 mm x 2 mm central corneal ulcer. The treatment regimen included corneal epithelium scraping and application of pimaricin and levofloxacin medication. Due to the seriousness of the condition, the pt was referred to (B)(6). The pt was admitted to that hosp on (B)(6) 2008. Microscopic insp and culture test were negative for bacteria, fungi and acanthamoeba keratitis. No evidence of radial keratoneuritis was found. Due to central corneal scarring of the os, a corneal transplant was performed to recover the pt's va. The ecp felt the condition could be related to non-compliance to a daily wear schedule and routine cleaning. The ulcer was considered to be infectious because of the clinical findings. A lot history review was not performed because a lot number was not provided. Suspect product was requested, but not received. MDR reportable events are reviewed in quarterly mgmt review meetings. Will report add'l info within 30 days of receipt.

Manufacturer narrative:
No conclusion can be drawn.